Manufacturer narrative:
Evaluation summary: the returned product was reviewed and analyzed, and found to be conforming to specifications where measureable. The manufacturing lot was not provided, so part conformity prior to implantation could not be determined. Visual examination of the returned component demonstrate some wear on the humeral and ulnar bushings. The bushings are discolored as well. The patient information was omitted (height, weight, activity level). No x-rays or other information were provided. Based on the available information, a definitive cause cannot be determined. Evaluation codes: review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised an unknown reason. Implant and explant dates are unknown.